Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a procedure on an unknown date.according to the complainant, the patient experienced ongoing pain and vaginal complications. The exact nature and date of onset of these symptoms are unknown. It was reported that the patient needed surgery to excise some eroded mesh (exact date unknown).all other information is unknown and reportedly unavailable.